Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that there were no alerts on the g6 mobile app. The patient stated that she was not alerted about low glucose readings and a hypoglycemic event. She had been receiving alerts appropriately prior to this (e.g. A 2-week transmitter end-of-life alert). She had checked the continuous glucose monitor (cgm) at 12:00 and it was showing 13.1 mmol/l and she was feeling fine. She had her phone next to her all the time. She collapsed unconscious at approximately 13:00 and was found lying in a doorway. Paramedics were called; she lives alone and does not know who called. They arrived at approximately 13:30. She was treated at home with glucose then hot chocolate, a banana sandwich, and a pack of maltesers. She did not sustain any injuries and at the time of the report was feeling well. Data was provided for investigation. The data investigation confirmed the allegation. The patient passed the low threshold of 5 mmol/l at 12:55 pm with an estimated glucose value of 4 mmol/l on (B)(6) 2021. The patient did not receive an alert because the alert was disabled. The device functioned within specifications and patient settings. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4).